Event description:
The trigger-flex bipolar probe was used to mechanically "enter the disc" during an endoscopic spine procedure instead of using a trephine. This action caused the tip of the probe to break. When the instrument was withdrawn, and it was realized that the tip had broken, the c-arm was used to locate the tip fragment. The fragment was then removed via an endoscopic grasping forceps from within the patient. The patient suffered no adverse reaction.

Manufacturer narrative:
The trigger-flex intended use is to ablate disc tissue. During intended use, access to the disc is gained with a trephine and then the trigger-flex is inserted through an endoscope channel so that the activated trigger-flex tip is in contact with the tissue to be ablated. In this surgery, the trigger-flex bipolar probe was used to mechanically "enter the disc" and opposed to using a trephine. It has been determined that this action caused the tip to break. We have received the procedure video which confirmed the misuse and resultant failure.